Event description:
The customer reported that the workstation on the 2800 system would not power up. No pt injury was reported.

Manufacturer narrative:
The ge representative conducted an onsite investigation. The surge suppressor printed circuit board was replaced. The system was tested and is now operating as intended.